Event description:
A user facility reported that a surgeon noticed a blemish on the intraocular lens (iol) under the microscope. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. The product had a scratch on the optic. The complaint will be reviewed with the appropriate inspection personnel. There have been no other complaints reported in the lot number. Additional information was requested on 09/26/2008 and 10/17/2008. A completed questionnaire has not been received.